Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed low hemoglobin (hgb) results for two patients while using the cell-dyn emerald analyzer. The customer normal range is 12.0 to 16 g/dl. Patient 1: (B)(6): initial 5.6, repeat 5.6, repeat (no sid) at hospital 12.7, previous result, 11.9, from (B)(6) 2015 was also provided. The patient was sent to the hospital after the initially low values, however no treatment was given. Patient 2: no sid: initial 11.5, repeat (no sid) at hospital 7.4, the patient was sent to the hospital after the initial result was obtained, however no information about treatment was provided. No impact to patient management was reported.

Manufacturer narrative:
The customer suspected a preanalytical issue, such as sample handling and collection, may have occurred during collection of these samples. Initial and repeat results were generated with different sample draws. The diagnosis and treatment of the patients was not provided in the complaint information. Therefore, a definitive cause for the different hemoglobin results could not be determined. The true hemoglobin value for these specific patient samples could not be verified. Investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Event description:
The customer observed low hemoglobin (hgb) results for two patients while using the cell-dyn emerald analyzer. The customer normal range is 12.0 to 16.0 g/dl. Patient 1: sid (B)(6): initial 5.6, repeat 5.6. Repeat (no sid) at hospital 12.7. Previous result, 11.9, from (B)(6) 2015 was also provided. The patient was sent to the hospital after the initially low values, however, no treatment was given. Patient 2: no sid: initial 11.5. Repeat (no sid) at hospital 7.4. The patient was sent to the hospital after the initial result was obtained, however, no treatment was given. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.